Event description:
It was reported that the battery charge of the device dropped significantly in a short period, resulting in a shutdown after a shutdown alarm was received. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and explained that a software update resolves this issue. They also offered guidance on preventing the problem until the update could be applied. The caller understood and acknowledged the information provided.